Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: does not meet the definition of a complaint: information has been reviewed by a clinical specialist and determined that this non-product issue record does not meet the definition of a complaint per (B)(4) attachment a in that there is no alleged device and / or procedure deficiency at this time.  No revision operative note or date at this time. There are no alleged device deficiencies at this time either. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the medical records for MDR reportability, the patient underwent an attune right knee placement on (B)(6) 2013. At this time there is no alleged allegations or revision noted. Doi: (B)(6) 2013; dor: none provided; right knee. The medical records received on 06/13/2018 were reviewed on 07/26/2018. After review of the medical records for MDR reportability, on (B)(6) 2016 the patient was revised to address loose tibial component at the cement/tibial tray interface. The cement used was with unknown manufacturer.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> does not meet the definition of a complaint: information has been reviewed by a clinical specialist and determined that this non-product issue record does not meet the definition of a complaint per (B)(4) attachment a in that there is no alleged device and / or procedure deficiency at this time.  No revision operative note or date at this time. There are no alleged device deficiencies at this time either. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:   patient code: no code available (3191) used to capture the surgical intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : does not meet the definition of a complaint: information has been reviewed by a clinical specialist and determined that this non-product issue record does not meet the definition of a complaint per (B)(4) attachment a in that there is no alleged device and / or procedure deficiency at this time.  No revision operative note or date at this time. There are no alleged device deficiencies at this time either. Update 31-jan-2020: the investigation was re-opened upon the receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update:the medical records received on 06/13/2018 were reviewed on 07/26/2018. After review of the medical records for MDR reportability, on (B)(6) 2016 the patient was revised to address loose tibial component at the cement/tibial tray interface. The cement used was with unknown manufacturer. Doi:(B)(6) 2013 dor:(B)(6) 2016 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).